Manufacturer narrative:
Section h10: (h3): the engineering evaluation of the revision reported was likely the result of infection. However, this cannot be confirmed as the devices were not available for evaluation, and no further information was provided. Section h11: (g4) date received by manufacturer in the initial submission should be (B)(6) 2019.

Manufacturer narrative:
Pending evaluation.

Event description:
The surgeon decided to do a poly swap because the patient had an infection. The surgeon opened the joint in standard fashion. The surgeon then removed the 9mm cr poly. The patient didn¿t have very good range of motion due to a tight knee. Both the femoral component and the tibial component were well fixed. The surgeon then washed out the joint with saline. The surgeon then inserted the same size poly in to the tray. The surgeon then checked to make sure the patient¿s knee was stable, which it was. The surgeon then closed the joint in standard fashion. The patient left the operating room in stable condition.

Manufacturer narrative:
H1: the engineering evaluation of the revision reported was likely the result of infection. However, this cannot be confirmed as the devices were not available for evaluation, and no further information was provided. After further review of additional information received the following sections: b4, d4, g4, h1 and h4 have been updated accordingly. Section(s): no information has been provided: a2, a3, a4, a5, and b6.